Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported the unit shut down during a procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
Corrected information: the system was examined and the reported event was replicated. The company representative replaced the host to address the issue. The system was tested and was found to meet specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 17, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to host. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).